Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cause for the failure was isolated to an open lead 2- wire in the cable connecting ECG "d" to ECG "c". The cable showed signs of physical abuse. The root cause for the open wire was excessive force.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.